Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ malposition: unable to observe as it is a medical event not related to the device. ¿ other-medical-ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation is observed. ¿ wear abrasion is observed. ¿ crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported ¿hepatitis b¿, not device related.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient has reported capsular contracture baker grade iii/IV . Device remains implanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation were observed on the shell. Red particles were observed on the shell. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b5, b6, b7, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Patient has reported right side capsular contracture baker grade iii/IV . Healthcare professional additionally reported capsular contracture baker grade IV, induration, and dislocation. Device has been explanted and was not replaced.